Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection confirmed one of the tips is broke off the outer-grip locking fem implant impactor. The broken piece was not returned with the device. The device shows significant signs of wear/usage. The clinical/medical evaluation concluded that this case reports the breakage of the femur holding hook of the outer-grip locking fem implant impactor internal to patient. However, it is unknown if the broken hook was removed. The product evaluation confirmed by visual inspection that the tip was broken and not returned with the device. The femur holding hook of the outer-grip locking fem implant impactors are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. Additionally, we cannot rule out the possible of micro-motion and/or migration of the non-implantable retained broken hook. Per report, it is unknown how the surgery was completed or if there was a delay in the procedure. Since it was reported there was no harm to the patient, no further clinical medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, a femur holding hook of the outer-grip locking fem implant impactor broke off internal to patient. It is unknown how surgery was completed and if there was delayed. Patient was not harmed.